Manufacturer narrative:
This report is submitted 30 january 2020.

Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
Per the surgeon, the patient was explanted secondary to an initial incorrect placement of the electrode.